Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer received a continuous glucose monitor error 42. As well, as that the pump touch screen was frozen. During troubleshooting with tandem technical support, the customer corrected the time, the pump was reset, and successfully resumed insulin therapy. Customer reported a blood glucose level around 100 mg/dl.